Event description:
The procedure was to treat a 90% stenosed lesion in the mid right coronary artery (mrca). Using a radial access site, pre-dilatation was performed with a 2.5 x 15 unspecified balloon catheter. The 3.0 x 15 mm xience prime was intended to be implanted in the mrca; however, it was unable to cross the lesion; no force was applied. Another new 2.75 x 15 xience prime was advanced and implanted. During access and removal, there was resistance felt due to the vessel. The procedure was successfully completed and the patient's final outcome was satisfactory. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.